Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of melted. A visual evaluation showed the device was not returned in any original packaging. A full blade was returned in a blister tray. It appears to be unused with no visible deficiencies. A second sluff chamber was returned. The metal tube is missing. The lower neck of the sluff chamber is melted and condensed up around the thrust washer. An outer blade assembly was not returned with it. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of melted was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include insufficient irrigation or an application of unintended inappropriate or excessive force to the device. The complaint of noise was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the acromioblaster burr made weird noises during use, and the terminal melted. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a procedure, the acromioblaster burr made weird noises during use, and the terminal melt. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).